Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that stimulation had helped, but then stopped.  Pt had been having reps try to adjust the signals/settings but they weren't able to get any signal to their back. Pt said the stim had more effect on their legs, however sometimes the effect on their legs was more severe and they were having trouble finding a spot that helped their back without making stim too strong in their legs. Pt said most recent indications from reprogramming were that one of the leads was damaged in spots. Pt said they were thinking of trying a new doctor next. The patient was redirected to their healthcare provider to further address the issue. Patient services- pss offered physician listings, pt declined at this time. Pss documented information given during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID (B)(4) (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022; explant date brand name vectris surescan; product ID 977a260 (serial: va2eav7042); product type: 0200-lead; implant date: (B)(6) 2022 explant date correction:  this event was originally reported in regulatory report # 3004209178-2023-06498 and later determined to be a separate event. Any further details of this event will be captured in this regulatory report.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.